Manufacturer narrative:
The device in question is not expected to be returned. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a patient was in for transurethral bladder tumor resection. In the commission of the planned procedure on (B)(6) 2025, a resectoscope loop electrode became caught by the edge of the resectoscope cannula, causing the looped wire to come apart. The resectoscope was withdrawn, the loop electrode fragment was retrieved in its entirety. The pieces of the loop electrode were examined by the circulating rn's, surgical tech and the surgeon and all agreed that the electrode was removed from the patient completely. The surgeon completed a review of the bladder cystoscopically and found no retained pieces. All related equipment (the resectoscope, the iglesias working element and the resectoscope electrode) were reviewed preoperatively with no defects noted preoperatively. Resectoscopic electrode accidently pulled apart upon removal from the resectoscopic cannula, all pieces removed. Patient examined immediately after retrieval of the broken electrode by surgeon using videoscopic cystoscope and no injury was found. The electrode was replaced, and the procedure was completed without further incident.